Event description:
Report received of a blood back and leakage. It was reported that blood backed up from the patient's IV access to the prepierced reseal injection port y-site arm. The customer stated that the nurse changed and primed the tubing set without difficulty. The pump was programmed to infuse 1000ml of d5.45ns with 20kcl at the rate of 100ml/hr. Prior to the start of infusion, the rn noted bleed back and leakage at the y-site of the tubing set. It was reported that there was approximately 20cc of blood loss. There was no adverse patient event, and no medical interventions were required. Though requested no additional information was available.